Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue, unable to change screen profile, could be reproduced. The device was found to have the fourth and fifth row keys, as well as the #2 and #3 keys unresponsive. An automatic output of the #3 key occurred when the remaining keys were pressed. The device was determined to not meet all product specifications related to the reported event. The unable to change screen profile was verified. The cause was determined to be the keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was unable to change screen profile. There was no patient involvement. No additional information is available.